Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their dentist. Their dentist recommended a full comprehensive treatment with lower/upper metal braces. The aligners have worsened patient's tmj pain.